Event description:
Reportedly, the original surgery was in 2004. The pt returned to surgery 2 days later due to complications. The pt expired. The surgeon indicated that the staple line was intact. The surgeon stated that the tissue had pulled away from the staple line. The surgeon also stated that the pt had cancer. Procedure: thoracotomy.